Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported, which was caused by a use error in that the patient did not secure the connection to the supply line allowing it to become disconnected and leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated that the patient line became disconnected from the transfer set and leaked solution all over. The patient stated that the patient line had a loose connection. The patient stated that line became disconnected from the transfer set because they did not have it on tight enough and became disconnected which caused the leak. The technical service representative (tsr) assisted the patient with clearing the alarm. The tsr advised the patient to start over with new supplies or use continuous ambulatory peritoneal dialysis supplies to complete therapy. The homechoice was operational and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.